Event description:
It was reported that, on an unknown date, the small battery drive was not working and had no power when tested with other batteries. No patient impact was reported. It was later reported that this condition was identified during set-up and it was confirmed that there was no patient impact. There was no patient in the room and no anesthesia had been administered. There was no delay due to the condition. No additional information was available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.